Manufacturer narrative:
(B)(4). Device not returned. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3608475 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure for urinary incontinence on (B)(6) 2012 and the mesh was implanted. It was reported that the patient experienced a feeling of never emptying the bladder. It was also reported that the patient experienced repetitive urinary tract infections, pain in the lower abdomen and groin, restlessness in the legs, and pain in the hip and left side of the knee.